Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure that intermittently the erbe generator would display error c-30 and not deliver energy. Error c-30 and other erbe errors were found in the system logs. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through a power cycle of the erbe. The errors did not persist, but the tse advised that the errors could return on following cases. The tse identified another xi at the site with the same software version if the caller desired to swap vision side carts (vsc) to ensure the issue did not persist. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu was returned for failure analysis, and the reported problem was confirmed using system error logs, which recorded m-11, c-38, m-18, c-30, c-34, c-53, and c-33. Upon visual inspection, an issue was identified that may be related to the reported event, and during functional testing the iesu displayed error code c-33 upon startup. A review of the iesu internal log additionally revealed errors c#00 and m#11. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error c-34, c-30 and m-11. This error indicates a higher/lower voltage than expected during energy activation and an internal cpu/sensor timeout.